Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing was observed in fifteen episodes recorded in the crt-d memories between (B)(6) 2019 and (B)(6) 2020. The ventricular sensitivity threshold is programmed at 0.4 mv. Preliminary analysis results confirmed the reported ventricular noise oversensing, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular noise oversensing was observed in fifteen episodes recorded in the crt-d memories between (B)(6) 2019 and (B)(6) 2020. The ventricular sensitivity threshold is programmed at 0.4 mv. Preliminary analysis results confirmed the reported ventricular noise oversensing, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.